Manufacturer narrative:
Further information requested, but not yet received.

Event description:
Related manufacturer report number: 2017865-2022-15994. It was reported that the right ventricular and right atrial leads exhibited insulation breach. Both leads were explanted. The patient was stable and asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event for insulation damage and intermittent capture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information notes that both leads exhibited intermittent capture. Diagnostic imaging confirmed insulation breach.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.